Event description:
Had bilateral hip transplant on (B)(6) 2010. Product used was the depuy pinnacle. Had trouble from the beginning with pain and instability. Has not got better after a year. Besides the above problems, I have had popping, trouble standing from sitting position and fever, and excruciating pain at the implant site. Am scheduled for blood work and ultrasound to determine problem. Am scared of outcome and what the future holds. Diagnosis or reason for use: severe osteoarthritis.